Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was shattered and unresponsive. Reportedly, the screen was shattered because the pump fell out of the customer's hand. The customer's blood glucose level at the time of the report was 159 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.